Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection was conducted by the repair group and confirmed the threads are damaged on the impactor and repaired under repair order (B)(4). The device was manufactured in 2016. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported the threads are damaged on the impactor.